Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-25141. It was reported the pt experienced uncomfortable pocket heating while charging the ipg. Subsequently, the pt received a replacement charging system to address the pocket heating. F/u revealed, the pt has not used or charged this ipg as recommended in at least a year. An sjm rep met with the pt for programming and identified the programmer and the replacement charger are unable to communicate with the ipg. The pt plans to undergo surgical intervention at a later date. On 08/01/2012, st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.